Event description:
It was reported that pump repeatedly displayed cartridge change error for approximately six months, and customer stated issue was only resolved by using new cartridge each time. There was no adverse impact to the customer¿s blood glucose level. Customer was able to complete cartridge loading and resume insulin delivery, and technical support advised reporting issues when occurring and arranged replacement cartridges after customer reported using more than ten cartridges to address problem.